Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) (B)(4) alleging the onetouch verio test strips were sticking. The customer service representative (csr) was able to reach the lay user/ patient for follow-up questions and obtained/verified the following information. The patient confirmed the alleged issue began on (B)(6) 2012 at 9pm. As part of the patient's diabetes regimen, the patient confirmed she is on 500mg of metformin pills; which she takes 1 pill in the morning before breakfast and 2 pills in the evening before dinner regardless of her glucose results. At the time the alleged issue began, the csr verified/confirmed that no action was taken regarding the patient's diabetes regimen. The patient confirmed/clarified that she was experiencing low blood sugar symptoms of "weak, blurred vision, and felt her heart was racing" after the alleged issue began. In response to her symptoms, the csr confirmed the patient ate a piece of candy at 9:15pm and drank orange juice at 9:30pm that evening. By 10pm later that evening, the patient stated she was feeling a little better; however she was not fully recovered until the following morning. On (B)(6) 2012, the patient stated she tested on another device (onetouch ultramini meter) and obtained results of "4.0 and 15.3 mmol/l", in addition to using a different vial of onetouch verio test strips with results of "7.2 and 7.5 mmol/l". At the time of troubleshooting, the csr noted the patient was not a 1st time user of the product and based on the information provided the alleged issue was not due to static. Replacement products were sent to the patient. Based on the information obtained from the csr during a follow up call, this complaint is being reported because the patient claimed she was not able to test her blood glucose due to the alleged issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on 9/5/2012 with the following findings: the test strips involved with this complaint were found bent and stuck together. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). On (B)(4) 2012, lifescan conducted testing with a retain lot of test strips involving this complaint. The retain test failed testing. The test strips were confirmed to be sticking.